Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission, is to report that the product was received in the product analysis lab on (B)(6) 2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted, once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00380. The manufacturer will submit, a supplemental report if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-001372962. (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device was returned contained in the decontamination pouch. Visual inspection was performed. It was noted that the device was returned inside the concomitant microcatheter. The introducer was not returned for evaluation. An attempt was made to remove the delivery system; however, strong resistance was felt. A 0.018-inch (0.04572 cm) lab sample guidewire was introduced into the distal end of the microcatheter and it was able to be advanced. An obstruction was felt at 2 cm from the distal tip. The device was dissected at this point and the stent was found inside. The stent was observed to be covered in dried blood residues. No damages were noted on the stent and the stent component was observed still attached to the delivery system. The issue reported regarding the enterprise system becoming impeded in the microcatheter could not be evaluated through functional testing; however, the failure was confirmed based on the inability to remove the delivery system from the microcatheter. The observation of dried blood residues noted inside the involved microcatheter suggests that continuous flush had not been done, without an adequate flush issue, such as resistance between the delivery system and the microcatheter can arise, resulting in the inability to deliver the stent. Additionally, no damages were found in the device that contribute to the reported failure. It is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failure. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7516345. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00379 and 3008114965-2023-00380. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7516345. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00380. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure in the patient who presented with a posterior communicating artery (pcom) aneurysm, the complaint stent, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 7516345) was impeded in the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30959659) and could not advance any further. The physician removed the microcatheter and the stent, replaced both devices with competitor brands to complete the procedure. There was no report of any negative patient impact. The patient is currently in stable condition.